Manufacturer narrative:
Mindray service reps evaluated the unit and could not reproduce the issue. Unit checked to factory specifications.

Event description:
Customer reported the as3000 anesthesia system delivered an incorrect fio2 measurement. No pt injury was reported.